Event description:
It was reported that a patient's stimulation "has not worked since 8 months after it was implanted." No further information about the event was reported. If more information is made available, a follow up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding his device or therapy and was working with his healthcare professional or manufacturer representative. No appointment dates were reported.

Manufacturer narrative:
Product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer; patient product ID 3487a-45, lot # j0120760v, implanted: (B)(6) 2001, product type lead; product ID 3487a-45, lot # j0120760v, implanted: (B)(6) 2001, product type lead.